Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by the software triggering an error code. The issue will be resolved in an upcoming software update.

Event description:
A customer reported their epiq cvx ultrasound system locked up while using a tee transducer requiring multiple restarts to regain functionality. The type of procedure being performed is unknown at this time. There is no allegation of harm to a patient or user as a result of the issue. The site¿s local field service engineer replaced the acquisition module and reloaded the system¿s software to resolve their immediate issue. An investigation is underway to obtain more details regarding the incident and to determine root cause. A follow up report will be provided upon completion of the investigation.